Manufacturer narrative:
(B)(4). Excessive force. The xience pro is currently not commercially available in the us. The product code listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us. Evaluation summary: the device was returned for evaluation. The kinked shaft was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience pro everolimus eluting coronary stent system instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with tortuosity and calcification. Pre-dilatation was performed. The 2.75 x 38 mm xience pro stent delivery system (sds) was advanced, but resistance was noted with the vessel. Force was used during advancement, and the shaft kinked so the device was removed. A dissection was then noted in the left main (lm), and the 3.0 x 23 mm xience pro was implanted to treat the dissection. Two additional xience pro sds were advanced, but were unable to cross and when force was used the shafts kinked. Two non-abbott stents were implanted successfully and the patient had a good outcome. The procedure was prolonged several hours due to the dissection. No additional information was provided.